Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not report this information.

Event description:
Follow up with the physician identified the patient's information. It was stated that the patient was seen on (B)(6) 2013 and, as a result of the sleep study, the patient was started on CPAP and the vns settings were reduced to 1.5 ma output current, 20 hz frequency, 250 microseconds pulsewidth, 30 seconds on time, and 1.8 minutes off time. The patient had another sleep study after this and it was improved. The physician is asking for another sleep study in october to follow up. No other information has been provided.

Event description:
The neurologist reported that a vns patient had undergone a sleep study and that the observing physician reported that the patient experiences apnea like events in sync with vns stimulation. The neurologist had not heard of this before so he lowered the patient's settings and ordered a new sleep study. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The physician reported that the second sleep study did not show any issues. The patient was having breathing difficulties and sleep apnea was not actually diagnosed.